Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine with an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported catheter disconnected from pump on (B)(6) 2014. It was noted this happened twice, and this was the first time. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.